Manufacturer narrative:
The device used for treatment was returned for evaluation. The exterior condition shows moderate wear (scratches, scuffs, discoloration). The reported problem was visually confirmed. The snap-lock nut is sheared off of the snap lock. Although the reported problem was visually confirmed, a functional evaluation was performed and failed. The handpiece will not home when performing a case and the handpiece characterization test failed. The handpiece characterization test confirms whether the handpiece uses the allowed amount of torque for proper motor function. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "damaged or broken component" identified similar events. The most likely cause of this event is the mechanical failure of the snap lock. As a part of corrective actions, more robust design of the snap lock has been released.

Event description:
It was reported that before a tka procedure, during the pre-op check, the backstop had detached from the lead screw. There was another pfs set available to continue without delays. No other complications were reported.